Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent did not observe any issue with the device, but determined that the cause was due to a failure of the hard paddles assembly. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the hard paddles from the customer's did not work in test mode. It was reported that the hard paddles did not provide a defibrillation shock. No information was provided on whether there was patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent observed proper device operation through functional and performance testing. The device was then returned to the customer. The hard paddles assembly was returned to physio-control. Physio evaluated the hard paddles assembly and observed proper operation through functional and performance testing. The reported issue could not be reproduced. A cause of the reported issue could not be determined.

Manufacturer narrative:
The initial medwatch report indicates: 01/10/2017. The initial medwatch report should indicate: 01/23/2017.